Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 68 mg/dl, confirmed by fingerstick, and self-treated with oral glucose tablets. Customer care provided support that included review of the ilet report and education. Investigation of this case revealed an undetermined cause. No symptoms reported associated with hypoglycemia. Outcomes included resolution in the field without need for medical care. It was concluded that the event was related to hypoglycemia with cause unclear and that the device function and contribution could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.